Manufacturer narrative:
(B)(4). The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) three times as documented in the repair reports in livelink. The last repair was (B)(6) 2017 where it was reported that the device needed preventative maintenance and the bearings were replaced. This is not a related issue. Product review of the air dermatome was not performed as the device will not be returning per the customer response. Repair of the air dermatome was not performed as the device will not be returning per the customer response. The reported event was non-verifiable since the device was returned to zimmer biomet surgical facility for repair. The root cause of the reported event could not be specifically determined with the information that was provided since the device was returned to zimmer biomet surgical facility for repair. It is unknown with the information that was provided what issue occurred with the device. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Device was not returned for repair.

Event description:
Air dermatome handpiece was taking thin graft. No additional information is available. No adverse events were reported as a result of this malfunction.